Event description:
The reporter stated that she did back to back blood glucose tests. Her results were 279, 125 and 99 mg/dl. She did not have any symptoms. During troubleshooting, using another vial of strips, her results were 186 and 160mg/dl. Due to unavailability of solution, control testing could not be done.